Event description:
It was reported that the ilet bionic pancreas displayed charging status while on the beta bionics charger with a solid green indicator, yet the pump battery continued to decrease, and logs later showed intermittent ineffective charging that subsequently recovered and then charged normally after several hours; a replacement charger was provided and logs confirmed proper function thereafter. Symptoms included none and blood glucose remained unaffected. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included engineering log review and customer troubleshooting. Investigation of this case revealed charger performance inconsistency that resolved with replacement, indicating a faulty external charger rather than a pump malfunction. It was concluded that the event resulted from a charger issue, resolved by replacement, with the device operating as expected after corrective action.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.